Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube and battery cap contacts. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that it may be due to physical damage including battery cap damage, moisture damage, or use of an incorrect battery. Customer's blood glucose was 4 mmol/l. Customer was advised to disconnect and open the battery cap. Customer confirmed that there is no physical damage on it. Customer has changed 3 batteries already and still had a blank display. Customer will be sent a loaner pump.